Manufacturer narrative:
Result: the complaint was of a burning smell coming from the bed. The service technician could not duplicate or visually find any part of the bed where such a smell could be coming from. The bed was completely checked over all functions were checked and the smell could not be replicated.

Event description:
It was reported by service report that the customer states users complained of a burning smell allegedly coming from the bed. It is unknown if there was patient involvement or if there are adverse consequences to report.